Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The dr. Performed an left anterior hip on the patient (B)(6) 2016. The patient was apparently ambulating in room when he heard some type of noise from the hip in which case he could no longer bear weight. The dr. Decided to revise the hip immediately for possible fracture of the femur or a loose cup. The procedure was performed through the anterior approach.. The stem was remove and the cup was removed. The dr. Decide to use a cup with screws and use a cable on the femur due to any unforeseen fracture. The dr. Decide to change the stem to a short citation per the surgical technique. The surgery was performed without incidence.